Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2010-04613. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The target lesion was located in the circumflex artery (cx). A 2.75x24mm taxus liberte stent was advanced to the cx and was successfully implanted; however, after deployment of the stent a dissection was noticed in the distal part of the cx. A 2.50x12mm taxus liberte stent was the advanced to the lesion; however, the device was unable to cross the previously placed stent. The 2.50x12mm stent was withdrawn from the patient and it was noticed that the stent was damaged. The physician then advanced an unspecified balloon to the lesion for treatment of the dissection. The procedure was completed with no additional patient complications reported. The patient's condition is stable.